Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that universal surgical manipulator (usm) 3 worked for most of the case and when there was about 10 minutes left, it stopped working. The customer tried multiple instruments with no change. The customer finished the procedure using usm 4. There was no reported injury.

Manufacturer narrative:
The customer reported that the issue was resolved after installing a new drape on universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to address an engagement issue. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm came in for errors 31009 & 23075. The errors were confirmed but not replicated. The usm was tested on an in-house system and triggered no errors. The usm was tested on the functional test platform and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The complaint details showed error 23075 pointing to the master tool manipulator (mtm), and the log did not show error 31009.